Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they could feel their implantable pulse generator (ipg) move when laying down. Follow up yielded no information and the device remains in use. No patient complications have been reported as a result of this event.